Manufacturer narrative:
Additional information provided in h3, h6 and h10. The investigation into the reported issue has been completed. Device history record review confirmed that the pump passed all post-sterile inspection checks. The pump was returned for investigation. No issues were found with the returned product, and the pump functioned per the specifications. Clinical details suggest a discrepancy between the a-line and impella map. There is also concern over vascular damage could be from the scalpel used during the procedure, which caused access site bleeding that resolved after applying manual pressure and administering 2 units of blood. The cause of the vascular damage issue was not determined due to insufficient clinical information.

Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Instructions for use state the following: impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during: section: warnings & cautions: cautions: ¿physicians should exercise special care when inserting the impella catheter in patients with known or suspected unrepaired abdominal aortic aneurysm or significant descending thoracic aortic aneurysm or dissection of the ascending, transverse, or descending aorta.¿ caution: ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ section: warnings & cautions: warnings: section: pre-support evaluation: section: axillary insertion of the impella 5.5 catheter: section: direct aortic insertion: section: use of impella with transcatheter aortic valves: ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿

Event description:
Us complainant reported the complainant reported the patient was on impella cp support and during support, the patient had access site bleeding. Staff believed the vessel may have been nicked by a scalpel during initial access. Two units of red blood cells were given to the patient. Additionally, impella mean arterial pressure (map) appeared to be about 20 mmhg lower than arterial line map during support. Support continued. The patient survived the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of optical signal issues in accordance with FDA recommendation. The pump was returned for investigation. No issues were found with the returned product, and the pump functioned per the specifications. A deteriorating trend in the placement signal was reported during the initial case run, but it recovered, showing a slow downward trend for another 18 hours. A positive left ventricle offset was applied during the initial trend of the placement signal. No placement signal trend was noted correlating with the placement signal trend. The cause of the optical signal issue was most likely patient condition related, based on returned product investigation and data log review. A review of the device history record (DHR) for the suspect device, applicable quality notifications, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6: added optical signal issue "2917" as part of a retrospective review of optical signal issues in accordance with FDA recommendation.

Event description:
Us complainant reported the device exhibited an optical sensor issue.